Event description:
Caller reported discrepant low troponin I (tni) results with triage profiler sob test vs laboratory results. Caller stated that he had been approached by several of the nurses about the accuracy of the poc cardiac profilers. They noted that there were two cases within the last two days where the poc troponin results were negative and on subsequent 'in-lab' tests, the results were critically high. No actual results and no patient information was provided. Technical service had made attempts to contact the customer. Voice mails were left, but no call backs have been received.

Manufacturer narrative:
Investigation pending.